Event description:
The customer reported to olympus technical assistance center (tac), a b30 scope communication error occurred during an unknown diagnostic procedure when the evis exera iii xenon light source was connected to a 190 model series scope. There were no reports of patient harm associated with this event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac) via the phone, the customer reported when connecting the evis exera iii xenon light source to three different 190 model series scopes, a b30 scope communication error occurred. Tac instructed the customer to ensure the error message was cleared before attempting to connect a different scope, to power down all devices, disconnect and then reconnect/install scopes to the light source. The customer was instructed to clean the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol to ensure the contacts were free of debris and then to completely dry the contacts prior to reconnecting the scope to the light source. The customer verified the contacts were free of debris, the communication cables (maj-1933 and maj-1941) were seated correctly and color bars had been present on the monitor when the scope was not connected. After the customer performed all troubleshooting steps recommended by tac, the error still occurred and the device was then sent in for evaluation. The device evaluation confirmed the customer¿s allegation. The b30 error was caused by a faulty scope socket. A non-olympus was also installed on the subject device and was reading below 50 hours, which was within range and there was an outdated switch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus technical assistance center (tac), a b30 scope communication error occurred during an colonoscopy procedure when the evis exera iii xenon light source was connected to a 190 model series scope. There was a 10-minute delay reported as the customer attempted to get the picture back on screen before the doctor completed. The doctor could not visualize the colon on the way out. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation, device history record review and additional information provided by the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be determined. The investigation determined it occurred due to a temporary communication failure between the scopes and the processor. Also, the cause of it could not be identified. The exact root cause could not be determined. Olympus will continue to monitor the field performance of this device.